Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During the first step of deployment, when the gripper line (gl) was flossed, the gripper line broke. There was no reported resistance that was felt. The deployment continued and the mitraclip was successfully implanted, reducing mr to trace. The gripper line was removed and no remnants remain in the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.